Event description:
It was reported that the patient was admitted on (B)(6) 2021 with symptoms of right ventricle failure and acute kidney injury. The patient was started on inotropes, IV diuretics, and metolazone. The patient experienced ventricular tachycardia with implantable cardioverter-defibrillator (ICD) shocks. The ventricular tachycardia was related to low potassium levels which were replaced intravenously. On (B)(6) 2021 the patient experienced altered mental status. A computed tomography (CT) scan was negative for cerebrovascular accident (cva). A repeat CT scan on (B)(6) 2021 was also negative. An echocardiogram revealed severe right ventricle dysfunction. On (B)(6) 2021, the patient had a positive occult stool test. Aspirin was held but later resumed on (B)(6) 2021. It was decided to transition the patient to palliative care on (B)(6) 2021. The patient expired on (B)(6) 2021. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient expired on (B)(6) 2021. No product is available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 entitled ¿introduction¿ lists right heart failure, cardiac arrhythmia, bleeding, neurological dysfunction (non-stroke related), renal dysfunction and death as adverse events that may be associated with the heartmate ii left ventricular assist system. This section also lists neurological dysfunction as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 19apr2019. No further information was provided. The manufacturer is closing the file on this event.